Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection did not reveal any irregularities or damage in the tip. Microscopic and tactile inspection revealed numerous kinks in the outer shaft. Microscopic inspection revealed a separation from the collar. Microscopic inspection revealed the ptfe was fully separated from the collar and attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the distal shaft of the catheter detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle circumflex (cfx) coronary artery. A guidezilla guide extension catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the distal shaft of the guidezilla guide extension catheter between hypo-tube and guide extension collar was separated in the unspecified guide catheter. The physician removed the proximal shaft of the guidezilla guide extension catheter, the unspecified guide catheter and the unspecified guide wire and as well as the remaining of the guidezilla catheter as one unit from the patient's body. All the components were successfully retrieved. No patient complications were reported and the patient's status was excellent.